Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Although the product was not returned for evaluation, there is no information available to suggest there was any manufacturing non-conformance. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event as inconclusive.

Manufacturer narrative:
H10: additional narratives stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction.

Event description:
It was reported that this patient with a 27mm mitral valve, implanted for eight (8) years, underwent a valve-in-valve procedure due to severe stenosis. The patient presented with doe. A 29mm transcatheter valve was implanted. The patient was discharged on pod #1.

Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with a 27mm mitral valve, implanted for eight (8) years, is being evaluated for a valve-in-valve procedure due to unknown reasons.